Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegation that the device was not inflating as no liquid was passing from the pump to the cylinders, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation that the device was not inflating as no liquid was passing from the pump to the cylinders could not be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the inflatable penile prosthesis was not inflating as no liquid was passing from the pump to the cylinders. No intervention had taken place, but a revision surgery was requested.